Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the belt failed the ECG fall off test. Upon investigation, the rear pulse wires were not soldered together inside the distribution node. The cause of the failure was a broken solder joint. The root cause of the rear pulse wires not soldered together inside the distribution node was an assemby error. An internal corrective action has been issued. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/01/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A zoll distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ECG electrodes.